Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. Upon evaluation of the device. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device did not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device did not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Event description:
It was reported that during a laparoscopic gastric bypass procedure. The operator was very trained. There was leakage from the start. Does not matter what sort of instruments they use. It prolongs the operating time and uses a lot more gas then necessary. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.